Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the pvl was a result of patient calcification levels, as the patient¿s annulus and lvot were calcified as was noted. This event does not allege a device malfunction occurred. A second valve (valve in valve) was implanted successfully with no other adverse patient effects reported.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, due to patient's calcium in the annulus and left ventricular outer track severe paravalvular leak (pvl) was noted. A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.